Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on, (B)(6) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. The date of issue is an approximation. The sensor was inserted on (B)(6) 2016. After the sensor was inserted, the patient removed the sensor due to experiencing a burning sensation. After the sensor was removed the patient noticed that the skin was very red at the area underneath the sensor adhesive. The patient saw their doctor in approximately (B)(6) 2016 and was prescribed an antihistamine spray. The patient's doctor also recommended that the patient use a barrier wipe, tough pad and skin tac underneath the sensor adhesive. It was indicated that the patient treated the affected area with over-the-counter cream. It was reported that the patient has not experience skin reaction since they have been using the prescribed treatment from their doctor. At the time of contact, the patient was doing well. No additional event or patient information is available.